Event description:
During a regular check up at the hearing aid (h/a) dispenser's office, the dispenser noticed that the waxguard was missing from the h/a. He found it in the user's ear. He removed the waxguard from the user's ear. There was no further treatment needed